Event description:
It was reported while using bd secondary administration set, tubing separation led to leakage. Lot 22099162 had an three occurrences and lot 22099124 had one occurrence. There was no report of patient impact. The following information was provided by the initial reporter: we had gone awhile without seeing issues but now we are seeing them and the consequences of this can lead to chemotherapy spills on patients and staff. We have been lucky that only 1 of these instances resulted in a chemotherapy spill because all of them had the potential to result in chemotherapy spills.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review was performed and there were no relevant production issues or quality notifications with the mat # 10013364t sets of the following lots: 22099162 and 22099124.

Event description:
It was reported while using bd secondary administration set, tubing separation led to leakage. Lot 22099162 had an three occurrences and lot 22099124 had one occurrence. There was no report of patient impact. The following information was provided by the initial reporter: we had gone awhile without seeing issues but now we are seeing them and the consequences of this can lead to chemotherapy spills on patients and staff. We have been lucky that only 1 of these instances resulted in a chemotherapy spill because all of them had the potential to result in chemotherapy spills.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-may-2023 . H6: investigation summary 6 boxes of unused samples were returned and tested by our quality team. The samples were individually pull tested and there were multiple failures out of the box. This verified the complaint of separation. The root cause of this failure is due to an inadequate application of solvent (medical glue) applied to the tubing during assembly before it is to be joined to the drip chamber. A trend for the drip separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the 10013364t device and prevent future occurrences of this type. As part of the action plan, changes to the drip chamber to tubing assembly are in the process of being implemented. A device history record review was performed and there were no relevant production issues or quality notifications with the mat # 10013364t sets of the following lots: 22099162 and 22099124.

Manufacturer narrative:
Date of event is unknown. Awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22099162. Medical device expiration date: 09sep2025. Device manufacture date: 09 sep, 2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd secondary administration set, tubing separation led to leakage. Lot 22099162 had an three occurrences and lot 22099124 had one occurrence. There was no report of patient impact. The following information was provided by the initial reporter: we had gone awhile without seeing issues but now we are seeing them and the consequences of this can lead to chemotherapy spills on patients and staff. We have been lucky that only 1 of these instances resulted in a chemotherapy spill because all of them had the potential to result in chemotherapy spills.